Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that only one side of the cadiere forceps instrument would open. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation was unable to confirm the alleged complaint of only one side opening up on the instrument. The instrument's drive cables were not damaged at the distal end. The grips were able to open/close fine when the input discs were manually rotated. Engineering evaluation also observed tube damage on the instrument. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .100 - .250 in length and not aligned with the tube axis. Engineering concluded that the scratches might have been caused by mishandling/misuse. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported tube damage issue if to recur could cause or contribute to an adverse event.